Manufacturer narrative:
Radiological image review result: single saggital CT slice shows broken screw at s1. No bony fusion could be seen by report. By report, screw fractured 4 months post implant. The hardware placement in the CT appears appropriate. Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a screw. Post-op, the screw broke. The patient underwent revision surgery for removal of the screw. No fragments of the screw remained inside the patient. The patient had not achieved solid fusion.

Manufacturer narrative:
Product analysis: visual inspection confirms the bone screw has been disassembled from the head. The ring and crown were still assembled in the head. The retaining ring is fully seated, but the ends of the ring has been deformed and partially sheared/split with half of the ring still seated and part of it protruding out . It appears the retaining ring was overloaded upon the removal of the screw. The bone screw head was measured and meets print spec. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: extending existing spondylodesis from l4-s1 to l3-4-s1-iliac crest screws no patient complications have been reported after the revision surgery.